Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Upon review there was an injury associated with the treatment. Pt advised that when they were shocked, they fell and hit their head. As a result, the patient broke their nose in 3 places. The patient went to the hospital and received stitches for their nose and head. The patient should be getting the stiches out soon.